Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the screen was cracked because the pump fell. After the pump fell, it was reported that a cartridge alarm 6 occurred. When the customer tried to change the cartridge on the pump, a cartridge alarm 24 occurred. Additionally, when the customer tried to change the cartridge again, the pump declared a cartridge alarm 5. During troubleshooting for the cartridge alarm 5, the pump declared another cartridge alarm 24. Due to the persistent alarms, the contact stated that a new cartridge was unable to be loaded and the pump was no longer functional. The customer's blood glucose level was 200 mg/dl at the time of the report. The contact confirmed that an alternate method of insulin delivery was available.